Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t wave oversensing on the right ventricular (rv) lead. Low amplitude was observed as well. As a result of the t wave oversensing, the patient received one burst of inappropriate anti-tachycardia pacing (atp). Boston scientific technical services (ts) recommended further evaluation, testing, and reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service.